Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with low-hcg negative standards (3 miu/ml). The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
On (B)(6) 2022: false positive result on the cardinal health rapid test hcg cassette kit using a fresh urine sample. The test was performed to rule out pregnancy relative to the patient symptoms. Confirmatory testing performed on the abbott I-stat analyzer provided a negative result of <5 miu/ml. Quality controls were tested on the kit lot with no issues.